Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have perforated due to increased thresholds at 3.1 volts (v) at 1.0 milliseconds (ms). Additionally, the patient experienced some chest discomfort associated with intermittent rub. An x-ray was taken and some downward deflection was noted at the lead tip. The lead was then successfully repositioned and the symptoms were resolved shortly after the procedure. This rv lead remains in service. No additional adverse patient effects were reported.